Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid with a concentration of 10 mg/ml at a dose of 3 mg/day. It was reported the patient¿s pump was flipped in the pocket. The hcp opened the pocket and saw possible infection from the prior procedure. The hcp cleaned the pocket and closed the pocket. There were no troubleshooting/diagnostics performed. It was unknown if the issue had been resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.